Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe generator due to 2 8a error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found the issue was confirmed using system logs with recurring error 2 8a. Visual inspection found no abnormalities, and functional testing showed normal performance across all ports and instruments. Erbe logs revealed error c 00. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of this issue is attributed to faulty component of erbe generator.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the erbe generator powered on with a 2 8a error. Site power cycled the generator multiple times with the same error. Technical support engineer (tse) was unable to found the 2 8a in the error logs but the error was related to the 2nd port from the top and it stated that the port was unable to read instrument data - check cord connections. Site stated there were no cables connected to the front of the erbe generator. Site re-unplugged and reconnected the power cable at the erbe generator but it continued to throw a 2-8a error at power up. Site stated that they had a da vinci system available and would move the procedure to another vision side cart (vsc). The procedure was aborted to another dv system with no reported injury.